Manufacturer narrative:
The customer complained that "the drive shaft of the autopulse platform (sn (B)(6)) needed to be aligned; however, the drive shaft would not rotate to the home position," which was confirmed during the functional testing. The root cause of the reported complaint was the sticky driveshaft clutch area, usually caused by sharp edges from all 12-hex edges of the armature plate or burrs on the clutch rotor's surface, likely attributed to normal wear and tear. The autopulse platform was manufactured in january 2018 and is over five years old. Unrelated to the reported complaint, a large crack on the top cover and a small crack across the screw well area of the front enclosure were noted upon visual inspection. The observed physical damages appear to be the characteristics of the harsh impact caused by user mishandling, such as a drop. The damaged parts were replaced to address the observed physical damages. The archive data review indicated several user advisory (ua) 45 (not at "home" position after power-on/restart) messages around the reported event date. The autopulse platform failed functional testing due to ua45 displayed upon powering on. Ua45 message is related to the customer-reported complaint because the autopulse platform triggers ua45 when the driveshaft is not at its home position. The ua45 error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, the sticky driveshaft clutch interrupted the user from rotating it to its home position. The clutch plate was deburred, and the drive shaft was rotated to its home position using the administrative menu to remedy the problem. The device subsequently passed a 15-minute functional run-in test with the large resuscitation testing fixture (lrtf) equivalent to a 250-pound patient. Upon service completion, the autopulse platform will be subjected to final functional testing to ensure the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
During the shift check, the drive shaft of the autopulse platform (sn (B)(6)) needed to be aligned; however, the drive shaft would not rotate to the home position. No further information was provided. No patient involvement.